Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer's mother reported via phone call that customer received a button error alarm. Caller believes that customer may have been laying on insulin pump. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.